Event description:
In 2008, the patient reported elevated blood glucose readings in the 400's mg/dl with her recommended range being 80-120 mg/dl. Symptoms were headache, nausea, and sleepiness and the patient treated her readings by bolusing insulin through her infusion device. The patient stated she had air bubbles in her insulin cartridge. The patient was instructed to disconnect from her infusion device and prime until all bubbles were removed. She stated, she uses room temperature insulin to fill her cartridges. The proper procedures for priming and inserting the cartridge into the infusion device were reviewed with the patient. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for evaluation.